Event description:
It was reported that the user experienced a low glucose event with a blood glucose reading of 70 mg/dl after insulin delivery had been stopped around supper time and later resumed. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral carbohydrates and a plan to recheck glucose after 15 minutes; no medical intervention or hospitalization occurred. Investigation included counseling on confirming glucose with fingerstick and treating with fast-acting carbohydrates. Investigation of this case revealed that the event involved a low glucose episode with unclear cause; stopping insulin delivery prior to the event and later resuming it was noted, but no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.